Manufacturer narrative:
E1: the name of the initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Console was continuously power cycled and then ran all weekend but was unable to reproduce the failure mode. The cause of the power on issues was due to failure of system check upon bootup because of timing for the initialization of the impellatronic. The console's soft-reboot mechanism had recovered the bad startup per design. The root cause of the initialization timing issue was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that they had an automated impella controller (aic) freeze up on the startup screen when booting up. It was frozen for approximately 30-60 seconds before clearing and going to start screen. The console was replaced to resolve the issue. No patient impact or involvement.